Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a mildly tortuous and moderately calcified artery. A 3mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation; however, during the first inflation at 4 atmospheres for 3 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported.